Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the precise cause could not be determined solely from the available evidence. However, the following is considered the most likely cause of the reported phenomenon: the grasping section was closed without holding any tissue while the output was activated in seal & cut mode (including after tissue resection), which led to wear on the tissue pad. As a result of this wear, the non-insulated area of the grasping section came into contact with the probe. When the output in seal & cut mode was activated while the non-insulated area was in contact with the probe, a contact mark developed. The force applied during activation of the output or while grasping tissue was transmitted to the probe, leading to the formation of cracks at the contact mark. Continued force on the probe ultimately caused it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the probe of the thunderbeat device was broken and the tissue pad in the grasping section was worn away. No patients were involved.